Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. The additional evaluation revealed that the nflex was broken. The part was manufactured in compliance with specifications and with the international standards.

Event description:
It was reported that the nflex had been implanted on (B)(6) 2010 (l4-l5-s1)and had been removed on (B)(6) 2012. It was a planned removal surgery. During this surgery the surgeon noticed that the implant was broken.